Event description:
It was reported that within approximately a month post implant, the device had two electrical resets within eight days. The resets were due to the ventricular sense refractory pacing causing above the rate limit pacing which triggered the power on resets. It was further reported that upon interrogating the device for reprogramming, that the device was found to have reset again and it was unable to establish wireless telemetry with the device. Reprogramming options were provided to reduce the potential for future resets due to this cause and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed power on reset (por) parameters with pors for x rate limit, on (B)(6) 2012 and (B)(6) 2012. There was a patient alert for device circuit error on (B)(6) 2012.